Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, a surgery was performed via osteosynthesis of the femur with the product in question. The product was recently found to be unsterilized and has been voluntarily recalled. In the surgery, the surgeon used cement to plug the hole in the intramedullary nail in a case of bone grafting with a plate procedure after removal of the intramedullary nail in the femur. It is unknown if the cement was a synthes product or not. The surgery was completed successfully without any delay. After the surgery, on an unknown date, the patient developed a fever, and the affected area broadly became red. With antibiotic treatment, the symptoms subsided without reoperation. This report involves one unk - screws: trauma. This report is related to (B)(4). This is report 3 of 3 for (B)(4).